Event description:
7/5/2000 additional info from rep: the continuous bleeding described earlier was actually only a small amount of oozing, also the instrument was not broken. Case was completed with the same device.

Event description:
It was reported that (1) tlc55 was used during a total abdominal hysterectomy procedure. It was reported by the rep that after firing the instrument the surgeon noticed continuous bleeding on the staple line. Rep also commented that the instrument was broken. It is unknown how the case was completed. There was no consequence to pt.